Event description:
It was initially reported that during a low anterior resection, the surgeon had fired the first device to perform the distal anastomosis; the surgeon flushed and a leak test was visually reviewed. It was noticed there was a leak in the staple line but it was not reported by the surgeon at what area of the staple line the leak occurred. The surgeon then did a resection and had to perform a colostomy, he also used a second device during the procedure. It is not known if this will be a temporary colostomy. There was no reported extended time for the procedure or patient outcome reported. Requested and received the following information: were there any problems firing the device? No....devices fired as intended. During the visual test, were there any problems noted with staple formation? Yes.....after resection of the initial staple line, it was noted that some of the staples were bent. Why was the second device used? The first device leaked in three places during the air leak pressure test and could not be sutured. Were any problems noted with the second device? Device functioned as intended but leaked again in three places like the first device. What was the patient's pre-op diagnosis? Don't know. What was the quality of the tissue in the area where the device was fired? Normal. Is the colostomy temporary or permanent? Don't know. Is any patient information available such as age, sex or weight? Don't know. What is the current status of the patient'? Don't know.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.